Event description:
During preparation for use of the device prior to the onset of a cardiopulmonary bypass procedure, the user reported dashes displayed on the gas module icon on the central control monitor. The user observed the gas module button was "greyed out" even though the led on the front of the gas module was illuminated green. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.